Event description:
As reported to coloplast though not verified, patient was implanted with pelvic vaginal mesh sling on (B)(6) 2007. Later, patient experienced pain, infections, dyspareunia, worsening of incontinence, has undergone corrective treatments and may undergo future corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.